Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media by the customer's significant other, that the customer got hospitalized due to presumed low blood glucose with unknown blood glucose levels at the time of the incident. The reporting party did not mention how the customer was treated. The customer experienced a stroke and was in a coma. The customer was most likely wearing the insulin pump during the incident. The reporting party alleged pump over delivery. Troubleshooting was not completed as the customer was not identified. The insulin pump will not be returned for analysis.